Event description:
Additional information received stated that the patient underwent surgical intervention wherein both leads were explanted. No new products were implanted. No further information is available.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-47879. It was reported that the patient experienced ineffective stimulation. X-rays showed that the leads had migrated. As a result, the patient may undergo surgical intervention at a later date to address the issue.